Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture at tooth site 46 at the thread head. A new implant was placed to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv,4.1mm, dual sel,ha (tsv4h10) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the collar of the implant. Additionally, screw fragment was identified in the implant drive feature. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth # 46 (fdi) for approximately 3 years. DHR review for the lot (1224877) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224877) for similar events (complaint category keywords: functional: fracture: implant; screw) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.